Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's insulin pump was on suspend, however he was unable to resume due to unresponsive keypad. Customer's blood glucose level at the time 350 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an unresponsive act buttons due to corroded keypad traces. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker.